Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic radical gastrectomy, when cutting the gastric side, there was poor staple formation, and staple line is incomplete in the remote part. Another staple cartridge was used to complete the case. There was no patient harm.